Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treating a patient (age & gender unknown), the device displayed an unknown "ECG device failure" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section. Evaluation: the device was returned to zoll medical canada's service department for evaluation and the customer's report was not duplicated after extensive testing. Review of the device activity log does show occurrences of the reported message. The monitor board was replaced as a precaution. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treating a patient (age & gender unknown), the device displayed "ECG disabled" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.